Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, for the malfunctions; the fiber bonding in the outer tube area, distal end, is damaged; and the outer tube is damaged and therefore the dielectric strength is inadequate, the most probable cause of the complaint is not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. For the malfunction; the plug of the video cable section contains foreign material, the most probable cause of the complaint is linked to device failure but unable to trace sore specifically, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope the fiber bonding in the outer tube area, distal end, is damaged. Also, the outer tube is damaged and therefore the dielectric strength is inadequate. And the plug of the video cable section contains foreign material. There was no patient involvement.